Event description:
It was reported the subject device exhibited error code e103 after starting up the device. The emergency lamp indication on the front panel of the light source did not disappear, xenon did not emit light, and the emergency lamp was emitting light as it was. This issue occurred during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, g6, d8, h2, h6, h11 corrected fields: e3 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty converter. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure of the converter. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.